Event description:
It was reported that the patient reported hearing tones from the cardiac resynchronization therapy defibrillator (crt-d) every time she put on her new coat. The coat has a magnet in the lapel. Boston scientific technical services (ts) reviewed the data and found that there were multiple magnet detections on one specific day. Ts noted the counter showed 260 magnet detects. A remote interrogation was performed which showed the battery was at beginning of life and all measurements were good. The patient advised that she took the magnet out of the coat. The clinic advised the patient to return the coat. The field representative suggested checking the remote home monitoring system to ensure therapy remains programmed on in the crt-d as magnet applications can deactivate therapy. The recent remote home monitoring interrogation shows therapy remains on in the device. The crt-d remains in service and no adverse patient effects were reported.